Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. The electrogram (egm) was reviewed and no noise was observed. Boston scientific technical services (ts) was consulted and suggested performing isometrics and commanded high energy shocks to test the integrity of the system. Another interrogation was performed through the remote monitoring system and the out of range shock impedance was not replicated. The patient was brought into the office where isometrics was performed. The low out of range shock impedance measurement was also unable to be replicated in the office. The patient was questioned about her location at the time of the low impedance measurement and stated that she was at work. Due to the nature of the patient's working environment, the physician feels that the low impedance measurement may have been caused by electromagnetic interference (emi). Subsequently the physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.